Event description:
It was reported by service report that the bed has various issues. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: timing link, push handle.